Event description:
Info received indicates when the brake pedal is engaged, the brake will not set and the casters swivel.

Manufacturer narrative:
The technician replaced the brake casters, and three cracked caster supports to repair the bed.